Event description:
In 2006, rn responded to an "occlusion" alarm from the infusion machine that held an empty syringe originally programmed to infuse dopamine (800 mb/250 ml) at 0.39 ml/hr. Two hours prior to the alarm, the rn recalls that the 30 ml syringe contained approximately 3-4 ml of the medication. The pt experienced increased heart rate, decrease in blood pressure, and acidosis which was subsequently corrected by discontinuing the dopamine and administering bicarbonate.